Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as itchy and broken. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended medicated powder removal of the patch due to the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.